Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that during the procedure the occluder was partially re-captured twice. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device migration could not be determined. It is possible due to incorrect device sizing or positioning issue due to patient's complex anatomy; however, this cannot be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 34mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath. The dimensions of the left atrial appendage (laa) under transesophageal echocardiogram (tee) were a 20mm minimum and a 32mm maximum. Angiography and tee were used during the procedure. During the procedure the occluder was partially re-captured twice. The patient had complex anatomy. The occluder was implanted. Three months post-procedure during a follow-up it was noted that the occluder rotated in the left atrium and approximately 50% of the occluder was outside the left atrium. The physician believed the axis of the occluder may not have been completely aligned due to the patient's complex anatomy. Some of the hooks may have not been properly anchored, however this was unable to be seen through tee during the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.